Event description:
Adverse event type : wound dehiscence. Adverse event term (use medical diagnosis for event term if available): partial wound dehiscence. Event description : minor partial wound dehiscence, right side lateral corner for bilateral hernia repairs please indicate side if applicable: right. Medication : yes. If yes, please specify medication/s provided: : flucloxacillin. Please specify other treatment provided: : silver nitrate stick topical application. Event outcome: recovering. If recovering, ongoing or recovered with sequelae, comment: for further follow-up for wound assessment (B)(6) 2024.

Manufacturer narrative:
The adverse event was received as part of the fix 8 clinical study (B)(6) and the event was described as 'minor partial wound dehiscence, right side lateral corner'. This event was not defined as a 'serious adverse event' and the severity was 'mild'. However, medical intervention in the form of antibiotics(flucloxacillin) were required to mitigate risk of infection. As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: is life threatening; results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' As this event required medical intervention, in the form of antibiotics, to preclude permanent impairment of a body function or permanent damage to a body structure, this event meets the definition of a serious injury as is reportable in the USA.